Event description:
Pt had bard silicone 16 fr. Foley inserted 7/20/97 0630. Foley removed 7/21 0615. Pt complained of a great deal of pain and nurse stated had difficulty removing that last 2-3 inches. Balloon had been deflated without difficulty, rn noted a hard ridge at balloon site after removal and reported it to nursing administration. Safety officer obtained a clean foley cath kit and inflated the balloon as required. Safety officer left the balloon inflated for 24 hr. Same as pt. When safety officer deflated the balloon the next day, the deflated balloon left a hardridge around the catheter, which could cause discomfort upon removal, especially in a male who may have any type of stricture.